Manufacturer narrative:
Although the customer-reported alarms were confirmed via review of the driver's alarm history, they could not be reproduced during investigation testing. The driver passed all functional testing and was subjected to an additional 48 hour observation run in an attempt to observe a possible malfunction or change in driver performance. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4 initial

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited multiple alarms while supporting a patient. The customer also reported that at the time of the alarms, the patient conditions were not very good and it might have been a patient issue. The customer also reported the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.